Event description:
Boston scientific received information that this patient reported receiving a shock and passing out. The patient was near her communicator so the caller thought that the data should have came across to latitude but there is no recent data.

Manufacturer narrative:
A boston scientific technical services consultant discussed that a shock is a yellow alert so would only be observed with the weekly check. The consultant recommend doing patient initiated interrogation (pii). The device remains implanted and efforts to obtain additional details were unsuccessful. This product issue will be updated if additional information is received.